Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the gastrointestinal videoscope had an e216 error (scope communication error code) and the air/water channel and air/water cylinder had white residue. Based on the results of the investigation, the probable root cause of the e216 error was component failure. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the gastrointestinal videoscope had an e216 error (scope communication error code) and the air/water channel and air/water cylinder had white residue. There was no patient involvement.